Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 mg/dl. Cause was not known. Customer administered manual injections to address bg level. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.